Manufacturer narrative:
The device is intended to be used to provide visible illumination of the surgical field or the patient. The examination light was evaluated by a baxter technician. Upon inspection, it was found that the flat head screw that secures the sleeve was missing. This allowed the sleeve to be pushed upwards, exposing the retaining segment and causing it to slide out of the groove. This caused the lamp head to no longer be securely held and falling down. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device after delivery in 2013. The cause of the missing screw is unknown. Due to the device age (12 years), the product requires annual maintenance according to the IFU. Checking the retaining segment is part of the maintenance procedure and must be performed by a qualified service technician. The maintenance and repair of retaining segment is described in the service manual #(B)(4). This involves loosening the screw and pushing the retaining sleeve upwards to check the retaining segment for wear. The screw may have been forgotten or incorrectly installed during this procedure, or it may not have been detected if it was already missing. The device was replaced. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a light cap detached from spring arm were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that trulight 5510 cap detached from the spring arm. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that trulight 5510 cap detached from the spring arm. No harm or significant impact to the surgical procedure was reported.